Event description:
On (B)(6) 2009, the pt reported the up and down buttons on her insulin infusion device did not respond to presses while she was trying to bolus on 2 occasions. She stated the first incident occurred about 2 months ago. She said she changed her battery which resolved the issue. She stated the button popped up when pressed. Her device has been dropped but has not been exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.